Event description:
IV needed to be started on patient. When nurse pulled IV needle and catheter from the package, it was bent to the side and could not be used.what was the original intended procedure?starting an IV.device #1is this a laboratory device or laboratory test?no.